Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected the effectiveness of the device (lesion morphology - stenosed, calcified lesion). No results available since no evaluation was performed (device or procedural images have not been returned for review). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology - stenosed, calcified lesion). Unable to confirm complaint (device or procedural images have not been returned for review). (B)(4).

Event description:
It was reported that the physician was attempting to treat a stenosed, calcified lesion in the right coronary artery. The vessel was pre-dilated with a sprinter legend balloon. During the surgery, the physician decided to use a 2.25mm diameter x 24 mm length endeavor resolute (rx) drug eluting stent but the device failed to cross the lesion. It was noted that the device was deformed once it was removed from the patient. No patient injury occurred and no clinical sequelae were reported. The physician used another device to complete the surgery. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).